Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Customer reported that a hair was found on the product inside the wrapper.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Customer reported that a hair was found on the product inside the wrapper.

Manufacturer narrative:
This complaint claims that there was a hair on the device inside the packaging. The device was returned removed from the original packaging and with smudges on the cardboard insert, which indicates it was handled in an active clinical environment. The complainant used a sticker to bind the identified hair, which is located on the right-hand side near the top of the drain. The drain was returned with a hair on it, so the complaint is confirmed. However, the drain pouch had been opened and was smudged and messy from being handled, so it is possible the hair got on the drain after it was opened. Because the source of the hair is not known and it cannot be confirmed that the drain was nonconforming when it left atrium's possession, the root-cause is impossible to define. The review of the device history record found no nonconformities or anomalies in the manufacturing of the lot. Manufacturing procedures were reviewed the gowning procedure and multiple inspections throughout the process make it very unlikely for a hair to be packaged with a drain. However, after the drains are visually inspected they are moved to the csr wrapping stations and are not inspected again until after they are wrapped. This leaves a small gap in which a hair could potentially end up on the drain without being detected. Given the gowning procedure and the many inspections done on the drain and its components, this is an unlikely occurrence, but it is not impossible. The instruction for use instructs the user not to use the drain if the device or packaging is damaged. A risk review found that the risk management for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.

Event description:
N/a.

Manufacturer narrative:
Corrected section: d.9.

Event description:
N/a.